Event description:
On (B)(6) 2021, the reporter for the lay user/patient (mother) contacted lifescan (lfs) USA, alleging that her onetouch verioflex meter was displaying error messages 2 and 4. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and additional information obtained when the medical surveillance specialist (mss) reviewed the original call recording. The reporter stated that the alleged issue began at 9:30pm, on (B)(6) 2021 and had been ongoing since then. The reporter advised that the patient manages her diabetes with 10 units of insulin (specific type and usual dose not reported). The reporter stated that the patient was unable to take her medication as a result of being unable to obtain a blood glucose result on the subject meter. The reporter stated that at around 12:00pm (midday), on (B)(6) 2021, the patient had a ¿stroke¿. The patient was taken to emergency room (ER) and was treated by a healthcare professional (hcp), with unspecified IV fluids and placed on a heart monitor. The reporter stated that the patient¿s blood glucose was measured on the ER device, however she was unable to recall the exact result, although she believed that were ¿300 something or 190 something¿. It is not known how long the patient remained in hospital; however, the reporter stated that the patient is to undergo unspecified ¿rehabilitation¿. At the time of troubleshooting, the cca established that the product was not being used for the first time. The cca was unable to walk through resolving the issue, as the reporter did not have the subject device at the time of the call. Replacement products were sent to the patient. Although the patient developed a stroke, there is a lack of direct correlation or causative effect between an acute hyperglycemic episode and stroke. However, this complaint is being reported because the patient reportedly stopped administering insulin as she was unable to obtain blood glucose readings due to the alleged issue and received medical intervention for a high blood glucose excursion to which the subject device could not be ruled out as a cause and/or contributor to.